Manufacturer narrative:
Reportedly, trailing haptic was twisted in the injector and torn off during insertion, requiring intraoperative lens removal without incision enlargement. During insertion of a replacement lens the same incident, with haptic damage, occurred and the iol was removed with no patient injury reported. The third lens was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the event was caused by a user error. The technician was incorrectly positioning iols in the injector during loading. After the error was discovered and corrected there were no further complications during the third iol implantation. (B)(4).

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The reporter stated the trailing haptic of the +20.5 diopter aq2010v three piece silicone lens got twisted in the injector and tore as the surgeon was placing the lens in the eye. This happened twice during this patient's surgery (see MFR#2023826-2015-00184) before they discovered there was an issue with how the tech was seating the lens in the injector. The third lens was successfully implanted and there was no injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned in three pieces and a piece of the optic was torn off and missing. The injector was not returned. (B)(4).